Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-08008. It was reported that gauge issues occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery. A 2.25x15mm emerge balloon catheter was advanced to predilate the lesion. The balloon was inflated to 14 atms with an encore26 inflation device. The physician attempted to deflate the balloon catheter; however, the balloon remained inflated despite the gauge of the encore26 reading "0". The physician waited, but the issue was not resolved. The physician attempted to remove the emerge balloon catheter; however, the balloon catheter could not retracted back through the non-bsc microcatheter. The physician elected to remove the devices together. The balloon appeared to still be inflated during removal. No patient complications were reported and the patient's status was good.